Manufacturer narrative:
All available information was investigated, and the reported difficult to remove the sgc from the stabilizer guide dock could not be replicated in a testing environment due to the returned condition of the device (damage pin hole of the guide attach). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined that the reported difficult to remove may be related to a potential product quality issue. This complaint falls within the scope of an exception, as the complaint description and device code match the specific issue described in the exception. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted and the procedure was discontinued. The final mr was grade 2. After the procedure, the steerable guide catheter (sgc) was unable to be removed from the stabilizer. There were no adverse patient effects or clinically significant delays reported.